Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. The needle was bent during the beginning of the suturing procedure. The surgeon intern continued suturing the uterus using the bent needle, and after several more stitches the needle was broken near the needle-holder. There were no adverse patient consequences reported.